Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that bd micro-fine¿ pro pen needle experienced a case of the cannula breaking off, and a case of the outer over being unable to attach to remove the needle from pen. The following information was provided by the initial reporter: the hcp attempted to dispose of the pen needle into the waste disposal container; however, it was not completed with the hub and the needle pe only falling in it and the needle left onto the pen.

Event description:
It was reported that bd micro-fine¿ pro pen needle experienced a case of the cannula breaking off, and a case of the outer over being unable to attach to remove the needle from pen. The following information was provided by the initial reporter: the hcp attempted to dispose of the pen needle into the waste disposal container; however, it was not completed with the hub and the needle pe only falling in it and the needle left onto the pen.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.